Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure. There was no report of patient injury.

Manufacturer narrative:
The patient identifier and weight were not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.